Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the light was not working out of port 1 and 2 initially but then started working. Additional information has been requested.

Manufacturer narrative:
The system was examined. However, the company representative was unable to find anything that would have contributed to the reported event. The system was tested and found to meet product specifications. The system was manufactured on november 23, 2009. Based on qa assessment, the product met specifications at the time of release. There was no problem was found with the system. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).